Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reaw0641 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this introducer has a clear plastic piece that is supposed to be attached to the white wing of the introducer. Facility reported that these two pieces were not attached and because of that the physician reported difficulty when introducing it into the internal jugular vein.